Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6). During the procedure, as the physician was advancing a cat6 through a non-penumbra sheath, it was reported that the cat6 became kinked mid-shaft. When the physician attempted to aspirate the target vessel, the kinked cat6 became occluded with thrombus. The cat6 was therefore removed and was no longer used in the procedure. The procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.